Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a no delivery alarm on the insulin pump. They cleared the alarm but then received a motor failure alarm. The customer¿s blood glucose during the incident was 27 mmol/l. Troubleshooting was not completed because the call was dropped. It is unknown how the customer treated the high blood glucose. The insulin pump will not be returned for analysis.